Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment fell into the patient and was retrieved during the same procedure. The surgeon found the force bipolar instrument jaw broken. They took the broken piece out and made sure the patient did not get hurt. The procedure was completed.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.